Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a critical pump error alarm. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged critical pump error (open book image), cosmetic damage (damaged pump), and exposure to moisture alarm found on (B)(6) 2022. No critical pump error (open book image) alarm noted during boot up, however missing segments and backlight anomaly was noted. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board, force sensor, and corroded battery tube. In further full review in the insulin pump history, these critical error alarms were found: pump error 2 alarm on (B)(6) 2022 at 03:26:32, pump error 4 alarm on (B)(6) 2022 at 03:22:01, pump error 53 alarm ((B)(4)) on (B)(6) 2022 at 03:26:17, 03:26:30, 03:27:35, pump error 63 alarm (variable 21: rf chip error) on (B)(6) 2022 at 03:22:01. Rf chip error was isolated to the electronic assembly as it is suspected to be a hardware issue. Force sensor zero offset within specification (22.2mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, serial number label missing, cracked case on corner of belt clip rails, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damaged pump) was confirmed during visual inspection where cracked keypad overlay, pillowing keypad overlay, serial number label missing, cracked case on corner of belt clip rails, and cracked battery tube threads was noted. Critical pump error (open book image) alarm was confirmed due to pump error 2 alarm, pump error 4 alarm, pump error 53 alarm, and pump error 63 alarm. Pump error 63 alarm was confirmed with rf chip error where pump error was isolated to the electronic assembly as it is suspected to be a hardware issue. Backlight anomaly and missing segments were confirmed due to moisture damage on the electrical board, force sensor, and corroded battery tube. Pump error 53 alarm confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.